Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose is high at over 600 mg/dl and the pump is indicating that it is too high. The customer indicated that they do not have the meter to check their blood glucose or to keep track of it. The customer indicated that she will check her blood glucose in an hour. Troubleshooting advised customer to call back if the blood glucose does not come down and to troubleshoot if necessary. No further information was provided.